Event description:
It was reported that there were issues with the deflection ring on the handle, the handle would not regulate. The catheter was replaced and the case was completed successfully. It was also noted that the catheter was attempted to be used after the use before date. The catheter was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the ep (electrophysiology) catheter indicated the shaft was kinked/buckled, and was damaged during use. There were no anomalies observed regarding the returned ep catheter. Tip deflection and adjustable tension control mechanisms both operated normally. The ep catheter was returned with a severe kink 55 cm from the proximal end, but this did not appear to have an effect on the functionality of the steering mechanism.